Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported some segments on the display are not lighting up. The customer also stated the unity is not able to engage in patient monitoring. There is no known patient impact or consequences.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on however some of the segments did not illuminate. The system board and mx board was replaced and the unit functioned as designed.